Event description:
It was reported that the system monitor screen froze while it was in use and connected to the patient.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a frozen system monitor screen was not confirmed through this analysis. The returned system monitor, serial number (B)(6), was evaluated. The unit was tested for several days and the reported event could not be reproduced. Using laboratory test equipment, the system monitor underwent functional testing and was found to function as intended. A full functional checkout was performed, and the unit passed all tests without any functional issues. The event was unable to be reproduced, and the root cause for the reported event was unable to be determined. A corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product. Setup and use of the system monitor with the heartmate power module are documented in the heartmate power module instructions for use (IFU). The heartmate power module instructions for use (IFU), cautions the users to contact the ventricular assist device (vad) coordinator or hospital contact for assistance if the system monitor does not function properly or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.